Event description:
The patient experienced a shocking/jolting sensation at the pocket site whenever she sat down or wore tight clothes around her waist. It started a couple of months before. The first time occurred when the patient sat down on a metal chair, and her legs "jerked off the ground". The patient turned the device off, and was working with her physician and a manufacturer representative to resolve the situation. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).